Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising and high thresholds and the pacing impedance exhibited a gradual rise to high impedance. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.